Manufacturer narrative:
Evaluation summary: the serous detachment of the neurosensory retina and of the retinal pigment epithelium is a rare event in the course of systemic disease. Retinal pigment epithelial detachments usually occur in association with serous retinal detachments, although, in some cases, they also may be observed as an isolated finding. Diagnosis of a serous detachment still is made clinically, although optical coherence tomography recently has allowed the detection of clinically occult serous elevations of the retina. The underlying mechanisms of subretinal exudation are thought to include choroidal vascular perfusion and permeability changes, which result in increased choroidal interstitial fluid with further extension into the subretinal space. These changes usually occur in the course of systemic inflammatory and infectious diseases and also in association with disorders resulting in the acute occlusion of the precapillary choroidal arterioles by fibrin-platelet thrombi. Collagen vascular diseases, disorders associated with disseminated intravascular coagulopathy, and malignant hypertension fall into this category. Hypercortisolism, renal disease, and, very rarely, malignant disease also have been implicated in the development of serous retinal detachment. A variety of systemic diseases can contribute to choroidal vascular perfusion and permeability, and may induce serous retinal elevations by different mechanisms. Retinal pigment epithelial (rpe) detachments usually occur in association with serous retinal detachments, although in some cases they may also be observed as an isolated finding. In a number of patients, the initial pigment epithelium detachment (ped) may be at the origin of a later developing serous detachment. Diagnostic techniques, such as optical coherence tomography, may increase the detection of subclinical detachments in the future. Therapy of serous retinal detachments consists primarily of treating the underlying systemic disease. As the patient¿s medical or ocular history were not provided, it is unknown if the patient had preexisting comorbidity that would predispose to neurosensory detachment. A company optometrist reviewed the pictures provided and stated that the images confirm the existence of the reported event but do not reveal the console being involved as the root cause. With no additional, related information provided, the root cause of the customer reported event was not able to be confirmed. The system met specifications at the time of release. The root cause cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that two patients experienced neurosensory detachment and poor vision following ocular surgery. Symptoms improved later. Additional information has been requested but not received to date.